Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep that "corresponding procedure utilized/ implanted index surgery, (B)(6) 2024 spinal level where treatment started was l4 and ended l5. Corresponding procedure explanted (1) additional spinal surgery, (B)(6) 2025.

Manufacturer narrative:
G4: product identifiers unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone spinal therapy. It was reported that planned revision surgery on (B)(6) 2025. No information has been provided about the assessment as device or procedure related. No further complications reported/anticipated. Additional information received from the rep that this patient had a pseudoarthrosis with cage subsidence, and would not consider this an issue with the implants but a failure to health secondary to osteopenia and malnutrition in her case. Safety is attempting to gain additional information from the site to confirm whether a device related event or device deficiency occurred, at this time investigator assessment is not related to procedure or device.